Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:03 was confirmed and reproduced during product evaluation. The root cause was identified as a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 5.09.90. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 810:03. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.